Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that patient claimed to have an interstim removed 10-15 years ago because it was not working and it was experimental at the time it was implanted. Hcp stated that the components were removed but the medical doctor claimed that there was a ¿ghost lead¿ remaining implanted. A day later, the hcp called back and confirmed that imaging was done and they saw part of a lead left behind. They were able to provide model as a component that was used, which would be an interstim lead. They were planning to use CT scan on patient instead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.